Event description:
On (B)(6) 2022 - patient underwent needle localized lumpectomy, biozorb placement and sentinel lymph node biopsy, right; (B)(6) 2022 -patient reports swelling to r axilla. On (B)(6) 2022 - r axille swelling has increased per patient and having discomfort in that area. Seroma present. Aspirated 60cc of clear yellow serous fluid; (B)(6) 2022 - per patient fluid collection has returned. On (B)(6) 2022 - seroma drained again - 66cc of fluid removed. Fluid clear and yellow no odor of evidence of infection (B)(6) 2022 - ultrasound guided aspiration of seroma 120ml of fluid removed. On (B)(6) 2022 - seroma back this time area warm and red. Drained, cultured and antibiotic started; (B)(6) 2022 - patient reports seroma only has small amount of fluid. Complete antibiotics, feeling better and will be starting radiation soon.